Event description:
It was reported that the patient had lost therapeutic efficacy. High impedances were noted; all combinations were over 2000 ohms. An xray showed that the lead had fractured. The patient's lead was replaced. After the replacement, impedances were normal. The patient will be programmed in the near future. No injuries were noted. A longevity calculation was provided after the lead replacement. It was additionally reported that the patient had an increased right lower extremity tremor. The lead fracture was close to the mastoid bone. The cause of the fracture was unknown, there was no fall. Patient was doing fine. The longevity calculation was estimated to be 110 months (with using impedance value of 2000 ohms). It was further reported that on 2013 (B)(6), the physician connected the new lead, implanted 2013 (B)(6), to the existing extension and stimulator on the patient's left side. The left system now had impedances in normal range. The patient's left system will be programmed in 2-3 weeks in the outpatient clinic.

Manufacturer narrative:
Product ID: 3387s-40 lot# v465518, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID: 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID: 3387s-40 lot# v415233, implanted: 2010 (B)(6); product type lead product ID: 7438 lot# serial# (B)(4); product type programmer, patient product ID: 7426 lot# serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID: 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).